Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was hospitalized due to high blood glucose levels and surgery to remove a kidney. The customer stated that she was wearing the insulin pump at the time of the hospitalization. The customer only called to have the event documented. Nothing further was reported.